Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer had loaded new calibrators, recalibrated, and repeated patient samples prior to calling. A ccc specialist remotely reviewed the instrument data and ran service methods on server 2 probe, which passed. The ccc specialist did a manual inspection for service method testing which indicated reagent probe 4 (r4) mix/overmix test was out of specification. A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse ran mix/overmix test, alignment and service methods on server 1 probes. The cse replaced a bent reagent 1 probe (r1) and aligned it. The cse ran quick check, the cse ran precision on r1 and r2, and obtained an outlier on the r1 mix. The cse replaced r1 probe, and ran alignment, resulting satisfactory. A siemens headquarter support center (hsc) specialist reviewed the cse report which indicated that both r1 and r2 were serviced and required alignment. These findings are consistent with a bias caused by imprecision in mixing. The cause of the discordant, falsely elevated tpsa results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated total prostate specific antigen (tpsa) results were obtained on patient samples on a dimension vista 1500 instrument, which had failed tpsa calibration and quality controls (qc). The discordant results were reported to the physician(s). The samples were repeated on the same dimension vista instrument after recalibration, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tpsa results.